Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: reamer/ irrigator/ aspirator drive shaft got broken and the locking clip (for ria) got disengaged: during reaming of the medulla of the patient surgeon was advised to place the locking clip properly but surgeon stated that though it was placed properly. During reaming the instrument got broken inside the patient and the locking clip got disengaged at the same time. Some of the fragments were collected and few stayed inside the medulla, surgeon stated that it is more safe not to remove the fragments rather than going through a long procedure to remove the tiny fragments that will not cause any effect to the patient. The patient is in a good condition and it was reported there was no effect of the incidence other than elongation of the operating time. Surgeon stated he blames the unclear instruction regarding the placement of the locking clip. This report is on the locking clip (f/ria). This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.